Event description:
This is an international complaint where the homechoice (hc) machine alarmed a system error 2240 (se) during dwell 3. The patient was connected to the hc. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. Patient extension lines were used. There were not any open clamps on any unused supply lines. There was nothing unusual noted about the supplies like leaks. Proper procedures per the user manual were reviewed with the caller. Technical service representative (tsr) explained the alarm to home patient (hp) and assisted with ending therapy. Tsr advised hp to start over with new supplies, hc was operational. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because, the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).